Event description:
It was reported that this recently implanted right ventricular (rv) lead was surgically revised due to exhibiting loss of capture and dislodgement. This lead remains in service. No adverse patient effects were reported.